Manufacturer narrative:
Title the journal of minimally invasive gynecology source barbed suture versus conventional suture for vaginal cuff closure in total laparoscopic hysterectomy: randomized controlled clinical trial. (No pagination), 2018. Vol 00, no 00, 00 2018. Date of publication: 20 aug 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of the study performed to determine the surgical time, suture time, presence of postoperative dyspareunia, and complications that occur after closing the vaginal cuff with a barbed suture compared with conventional suture. The patients underwent total laparoscopic hysterectomy with intracorporeal closure of the vaginal cuff and were randomized to 2 groups, 75 patients using a barbed suture and 75 patients using the competitors device. Post-operatively at 10-15 days, the complications reported for the barbed suture group include: "emergency consultation" (17), bleeding (5), pain (11), fever (3), and required hospitalization (2). Twenty-four weeks post-op the following complications for the barbed suture group were reported: hematoma (2), cellulitis (4), dehiscence (1), and "emergency consultations" (5).